Manufacturer narrative:
Submit date: 10/20/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. Customer reports: after using a few minutes, the tube started to leak. There was no patient harm or medical intervention required.

Manufacturer narrative:
No sample returned. A device history record was performed and confirmed that the product was produced accomplishing all quality requirements and was released according to all established procedures. No picture or sample was provided for evaluation, customer complaint and failure mode were not confirmed. No corrective actions apply as a sample was not returned for evaluation and is required for a more accurate investigation. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.